Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2018 and mesh was implanted. Per user facility medwatch form #mw5082496 per patient: ¿I had hernia repair surgery on (B)(6) 2018 and now I have a recurrence hernia and possible mesh migration. I am under care from my doctor. I cannot work due to this hernia. I have not read anything about it supposed of being to fix abdominal incisional hernias. I have a lawyer at the moment but they just emailed me saying that they do not accept this mesh for a lawsuit. I have been in pain and agony since earlier this year. I am waiting to have another surgery to have the mesh removed and fixed. I have a larger bulge in my abdominal wall protruding past my belly button. Please help me as soon as possible with what can be done to have this mesh checked out. I feel that this should be looked into and find out how many others are suffering with this mesh device. My doctor has checked my abdomen and said if it's not fixed, I could have major health issues or possible death.¿ the device is not available for return as it is implanted. No additional information was provided.